Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the patient¿s current health status and condition? -how long was the delay? Please specify in minutes. -was there any change in the patient¿s post-operative care due to the prolonged procedure? O was the needle tip retrieved during the same procedure? O were x-rays taken to locate the needle tip? O what measures were taken to retrieve the broken needle tip? O was there any additional tissue damage as a result of searching for the needle tip? *if not retrieved, in what tissue structure the needle tip was retained? Is there any plan in place to remove the needle tip in the future? Please provide details. If it becomes available in the future, please provide lot number. Received information as following from sales rep via phone today. After investigation, the patient's specific age and gender were unknown. The patient underwent surgery in the second affiliated (B)(6) on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The operator used the suture (vcp1771ed) for tissue suture in the way of interrupted suture (the specific suture tissue level was unknown). The needle tip broke during the suture (the specific broken end length was unknown). The operator immediately found and removed most of the broken suture needles. The patient underwent intraoperative imaging examination (the specific examination method was unknown) to help find the very small broken needle residue but did not find it. The operation was completed routinely. The surgery time was extended about 30 minutes due to this event. The patient was in stable condition currently. No subsequent adverse event report was received. The manufacturing records couldn¿t be reviewed as the batch number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the needle tip broke during sewing in surgery. The broken needle fell into patient's body. The surgery time was prolonged for more than half hour to look for the needle. There were no adverse consequences reported. Additional information was requested.